Manufacturer narrative:
This event is linked with MDR 2029214-2020-00295. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the onyx injection, the apollo catheter developed a leak in the distal segment. A replacement catheter was used to complete the procedure, and there was no patient injury. The patient was undergoing surgery for treatment of arteriovenous malformation (avm). The patient¿s weight is unknown. There was no resistance when the liquid embolic was injected into the apollo. The leak was identified on the first injection. No pauses were made. The device was not damage prior to use. A new apollo catheter was used to treat the patient.